Manufacturer narrative:
It was reported to abbott, during a drg trial, a wet tap occurred. When trying to access the right l5. The physician wrote a prescription for fioricet in case the patient needs it for headache. After the trial the patient was not reporting excruciating headache yet, but they did still have sedation on board and they were careful to keep the patient lying back. Two weeks later, the rep reported the patient was still asymptomatic. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that patient had a wet tap during a drg trial while physician was trying to access the right l5. The physician wrote a prescription for fioricet if needed for headache. Post-op, the patient did not report excruciating headache but patient still had sedation on board and was kept lying on their back. Latest update was the patient remains asymptomatic.